Event description:
When using a versaone bladed trocar with fixation cannula, the blade would not engage. This was discovered before the case began. A new trocar was used to complete the case. No harm came to the patient.